Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic') and pregnancy with contraceptive device ('pregnancy: birth - complication') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2007, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain") and menorrhagia ("menorrhagia (heavy menstrual bleeding)") and was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2008. At the time of the report, the pelvic pain, pregnancy with contraceptive device, abdominal pain and menorrhagia outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered abdominal pain, menorrhagia, pelvic pain and pregnancy with contraceptive device to be related to essure. The reporter commented: pregnancy with complication was reported but it was not specified. Most recent follow-up information incorporated above includes: on 30-aug-2019: pfs received reporter information was added. Case become incident injury nos replaced with new event added pelvic pain, pregnancy birth complication, device ineffective, abdominal pain, menorrhagia. No lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.